Manufacturer narrative:
Device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient¿s device was explanted due to extrusion of the generator which was reported to have been caused by the patient picking at their generator incision site. It was reported that the patient¿s device had eroded through the chest wall. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.